Manufacturer narrative:
(B)(4). Device code: (B)(4).

Event description:
It was reported that an unspecified sensor failure occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be the probable cause was determined to be low counts aberration. In addition, an early sensor expiration was found in connection to the reported allegation. The probable cause of the early sensor expiration was determined to be potential patient misuse. The reported event of an unspecified sensor failure is reportable based on the finding of a an early sensor expiration. No injury or medical intervention was reported.